Event description:
The consumer reported that the patient's second and current implantable neurostimulator (ins) went dead before 10 to 15 years. The patient began experiencing a pain in their stomach, was throwing up, had no appetite, ended up losing (B)(6) lbs. Over the course of 3 months from the middle of (B)(6) 2015 through (B)(6) 2016, and found out the ins battery was dead. The patient had lost (B)(6) lbs. Earlier in the summer of 2015. The patient eventually saw their health care provider (hcp) a couple of weeks ago, who indicated the pain may have been caused by the ins shifting. The patient was scheduled for replacement surgery on (B)(6) 2016, but wasn't sure if they were going to go through with it and inquired about keeping the implanted system and not explanting it. The only thing to address with symptoms was taking zofran and zenefrin and losing a few pounds. The indication for use for this patient was diabetes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.